Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level of 418 mg/dL, cause was unknown. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin to address BG. The customer released on (b)(6) 2026. A system check was also performed and it was determined that the pump was functioning as intended.